Event description:
Customer reported with an issue of error code e116 on the device. The issue found at preparation for use. Report stated event occurred outside procedure and no procedure was affected by the event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. During the incoming inspection, service repair noted did not find any faults or errors and no visible damage. It was noted however, inside the device a lot of dust was accumulated. The unit was disassemble and cleaned all parts and tested for several days. Once completed, service noted that device " all functions" work correctly and the measured values meet the inspection limits. The device was restored to the default settings. Device evaluation findings noted the customer reported issue of e116 error was not observed however, accumulated dust found inside the device. The reported failure likely attributed to dust, dirt inside the device causing the error message. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not duplicated, and a defected part could not be checked. Thus, we could not identify a cause. As one of a probable cause, dust inside the device might have prevented the fan from working. Since it was unknown if the phenomenon would be duplicated, we could not identify it. The event can be detected/prevented by following the instructions for use which state: the instruction manual of otv-s400 describes the following, and the reported phenomena might be prevented by following the descriptions. [8.1 care] clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the camera control unit may break down and get damaged from overheating. Olympus will continue to monitor field performance for this device.